Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 29 previously reported events are included in this follow-up record. Product return status 15 devices were received. 12 devices were not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status 6 reported events were confirmed. 9 reported events were not confirmed. Evaluation results 5 devices were found to be affected by corroded bearings. 2 devices were found to be affected by internal corrosion. 8 devices were found to be affected by lubrication breakdown.

Event description:
This report summarizes 29 malfunction events in which the device reportedly overheated. - 27 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 29 previously reported events are included in this follow-up record. Product return status: 15 devices were received. 14 devices were not available for evaluation.

Event description:
This report summarizes 29 malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 29 events were reported for this quarter. Product return status: 13 devices were received. 16 device investigation types have not yet been determined. Event confirmation status: 6 reported events were confirmed. 7 reported events were not confirmed. Evaluation results: 6 devices were found to be affected by internal corrosion. 7 devices were found to be affected by lubrication breakdown. 29 devices were not labeled for single-use. 29 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 29 </noe> malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.